Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's branch office in (B)(4) that they had found a hole in the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint rt340 breathing circuit is currently en route to fisher & paykel healthcare central in (B)(4), to be tested. We will submit our findings in a follow-up report following receipt of the complaint device and completion of our investigation.